Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the service history log revealed the evaluation had serviced the device for a similar complaint. Evaluation found the assignable cause to be an out of specification ultrasonic sensor, with replacement of the ultrasonic sensor required. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 which was reproduced by troubleshooting the device. A review of the event history log identified multiple system error 345 messages. The cause was determined to be failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.